Manufacturer narrative:
Customer performed environmental swabs which all came back negative. Hologic field application specialist (fas) reviewed logs and did not find a pattern of elevated controls or patient samples rlus, indicating there was only sporadic contamination. Fas suggested to clean and perform maintenance more frequently and advised customer on workflow improvements to reduce cross-contamination, such as loading controls at the end of a sample rack. Customer implemented fas¿s suggestions and monitored for one week, observing no further issues with elevated rlus. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer that there was potential contamination in their sars-cov-2 tma runs on a panther instrument. Customer questioned if there was contamination after the negative control in an invalid worklist was over 700 rlus. Fas went onsite to inspect their workflow, clean the lab and workspaces, and advise them on mitigating contamination. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed that all positive samples were retested, and no false results were reported to patients.